Manufacturer narrative:
Manufacturer's investigation conclusions: review of the submitted photo provided by the account confirmed the presence of deposition within the lumen of the inflow cannula. Additionally, analysis of the log files that were provided by the account confirmed low flows estimated below 2.5 lpm which would have activated low flow events; however, a specific cause could not conclusively be determined through this evaluation. The submitted photograph revealed that the lumen of the inflow cannula was fully occluded with what appeared to be loosely clotted dark red blood and more tissue-like deposition in the inflow cannula. Specific details regarding the texture, structure, and adherence of the deposition within the inflow cannula could not be conclusively determined based on the photograph. A specific cause for the development of the deposition could not conclusively be determined. Furthermore, a correlation between the deposition and the reported event, including the confirmed low flows, could not conclusively be established. The pump was returned assembled with the pump cable intact. Multiple cuts in the outer silicone jacket was noted 6.5,10, 15 inches from the pump header; however, the underlying armor layer appeared intact. The modular cable was also returned attached to the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device, and the outflow graft clip was not returned. The apical cuff was returned disengaged but engaged properly upon testing. The device appeared to have been exposed to a fixative agent. Evaluation of the device's blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture an estimated pump flow less than 2.5 lpm. On (B)(6) 2019 beginning at 11:51:02, flow decreased down to 0 lpm and remained there for over 30 minutes until the pump was powered off. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU list pump thrombosis as an adverse event that may be associated with the use of the device. This document also lists thromboembolism as a potential late postimplant complication. This IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The IFU also addresses damage due to wear and fatigue of the driveline and includes driveline care instructions. The patient handbook contains a section on ¿caring for the driveline¿, including checking the driveline daily for signs of damage (cuts, holes, tears). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This patient is associated with the (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found by relatives expired at home with an active low flow alarm. Emergency service was activated and confirmed the death of the patient. During autopsy the pump was explanted and objects were found in the inner space of the inflow cannulae.